Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h11. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, d4, g3, g6, h2, h3, h4, h6, h11. The product involved in the reported event was returned for investigation. Visual evaluation showed that the product exhibited signs of repeated use, including dings, dents, and scratches on the strike plate. The impactor pad also displayed dings, dents, scratches, and gouges. Fracture of the pad was confirmed, and a portion of the fractured material appears to be missing. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product lot number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. G2- canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the during surgery, the impactor head cracked upon impaction. There was no impact to the patient, no foreign body retained, and no surgical delay. Attempts have been made, and all additional information received has been included in this report.